Manufacturer narrative:
The retention data is historical retention date due to the strip lot being expired.

Event description:
Caller reported having tested his blood glucose with the aviva system around 08:30-09:00 am. He was using expired strips. He could not recall the result value, but, believing the result to be correct, he ate breakfast and then took his usual 2 units of insulin n. Customer then went to work on neighbor's roof, was found passed out on roof around 10:30 am. Paramedics were called; customer's blood glucose result was 7 mg/dl on paramedic's meter. Customer was given glucagon; was not able to self-treat. Customer felt better after being given glucagon and was able to walk home. A request was made for the return of the meter and strips, replacement sent.